Event description:
During insertion of central line, wire was advanced with resistance, so wire was refracted; during retraction, resistance was felt, and wire was removed with difficulty; a section of the wire remained in the patient; cxr: 15 mm linear foreign body in the left supraclavicular region. Information from the attending physician: he thought the guidewire was sheared by the introducer needle indicating failure of the guidewire's structural integrity; he believed that plaque formation on the vessel created a barrier to entry into the vein causing the guidewire to deflect off the vessel and into the sq tissue; it most likely entered fibrotic tissue that caused resistance when the procedures tried to retract the guidewire.